Manufacturer narrative:
Concomitant products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010- product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n245116, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had their system explanted on (B)(6) 2014. It was unknown whether there was a therapy or device related issue. It was reported that the patient requested explant. It was noted that the manufacturer's representative never got to meet with the patient before the explant. It was noted that the device was placed for cervical radiculopathy. It was reported that the patient stated that he wanted the device out 'because it never worked for my chest-wall pain." It was stated that the patient was confused about all aspects of his implant, including the charging. It was stated that the patient gave a "couple of different answers" when the manufacturer's representative inquired about his recharging efforts. It was reported that the patient had not been a participant in a clinical study and that the system was used for pain therapy. It was reported that there was no patient death or injury, and that the patient recovered without sequela. It was stated that the device would be returned to the manufacturer and could be disassembled for analysis, but no analysis or correspondence needed. It was noted that the device would not be replaced.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) showed that the ins had reduced battery capacity due to overdischarge. It was reported that the ins was received with no telemetry. It was stated that the trace report obtained from the ins after physician mode recharge (pmr) recovery indicated that the total recharge count was 60. It was stated that the last recorded recharge while the device was implanted was (B)(6) 2014. It was stated that the device was recharged for 2 hours and 1 minute from 3.635v to 3.860v. It was stated that the battery discharged to lock mode on (B)(6) 2014. It was reported that a normal recharge was started manually after pmr at body temperature with a 1cm spacer between the ins and the recharge antenna. It was stated that the recharger had full coupling and the ins recharged for 6 hours and 22 minutes from 2.770 to 4.030v. Analysis of the titan anchors had no significant anomaly. It was stated that the anchor was separated. The previously reported conclusion code(s) 67, 92 no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that explant was planned for (B)(6) 2014 and the device was implanted (B)(6) 2010. It was noted there was a loss of stimulation/therapeutic effect. It was logged that the patient's stimulator had not worked in 6 months. It was reported the patient status at the time of the report was alive with no injury. It was noted that the patient symptom or complication associated with this event was less than 50% therapy relief. It was noted the location of the issue or symptom was cervical stimulation.